Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device experienced "low power". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.